Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and hv therapy. Post-sensed t-wave oversensing on the ventricular channel was observed. Programming changes were made. The patient condition was stable.